Event description:
Burning sensation at the pocket site prior to battery and lead change. Patient who has had an enterra device for 20 years had a battery change last month. Since the battery exchange she was experiencing a burning sensation at the pocket site and an out of range impedance. Patient went in for a revision (B)(6) 2024 and impedance was still high. Due to the leads being 20 years old, the physician made the decision to change them and replace the battery. Surgery went well and patient recovering. Patient had system explanted due to lead age and burning sensation at site of ipg; now doing well with new system. Explanted system was discarded. No further action to be taken.